Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a pau. It was reported that three weeks later the patient presented with increasing left leg pain and claudication. An angiogram performed identified a left occluded stent graft limb. A tpa infusion was administered however a repeat angiogram revealed no noticeable improvement. The physician elected to perform a thrombectomy with a fem-fem bypass and the event was confirmed as resolved. Per the physician the cause of the event was reportedly due to extrinsic compression from the native vessel although there was no compression noticeable on the CT or angiogram. No additional clinical sequelae were reported and the patient is fine.